Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose result of "hi" mg/dl (greater than 600 mg/dl) and the patient started to have seizures and convulsions due to hypoglycemia. The patient was taken to the hospital around 15 minutes later. The patient received the following results within 15 minutes at the hospital: 160 mg/dl (patient's meter) and 50 mg/dl (lab result). The patient was treated with calcium. It is unknown on what other types of treatment was provided to the patient. It is unknown how long the patient was in the hospital.